Event description:
It was reported that during an unknown procedure the trocars were leaking. Two housings were removed from other trocars and the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that only the universal seal assembly was received. It was assembled onto a test sleeve and the device was leak tested and passed. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.